Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be leaking electrolytes. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was leaking electrolytes. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Corrected data: 1 device was expected for evaluation; however, the device was not received.

Event description:
This report summarizes 2 malfunction events in which the device was leaking electrolytes. There was no patient involvement; no patient impact.